Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called in to report hospitalization for high blood glucose levels. Customer was vomiting. Blood glucose level was 500 mg/dl at time of hospitalization. Customer had visited physician and was treated by manual injection. Nothing further reported.